Manufacturer narrative:
Analysis found that the motor was not running. The temperature test could not be done due to motor failure, therefore the reported complaint regarding excessive heat could not be verified. The device was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the device had excessive heat. There was no troubleshooting done to resolve the issue and another device was used to complete the procedure. There was no delay. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a healthcare professional (hcp) reported that the event occurred during a procedure.